Event description:
The account alleged the head panel on the stretcher was not lowering down. No patient impact.

Manufacturer narrative:
The account replaced the head panel gas springs to resolve the issue.

Manufacturer narrative:
The account replaced the head panel gas springs to resolve the issue.